Event description:
Patient reported left side "soreness" and is "upset to have them (implants) removed" due to foreseeable "pain and suffering."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma. Further information from the reporter cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side infection, seroma, lethargy, joint pain, "puffy eyes," depression, "pulling a stringy substance from {patient's} chest" and "don¿t look like my normal healthy self." The device remains implanted.